Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow up report will be submitted when the evaluation is completed.

Event description:
Treatment of an aneurysm. It was reported during the procedure, the coil was not responding to pushing. When the coil was being removed, it detached. The patient expired.